Event description:
It was reported that: "when the clinician went to reposition the catheter, the catheter unraveled and is stuck in the patient's back. There is approximately 10cm stuck in her back and the rest is left hanging out. Neurosurgical intervention was needed for removal of the catheter. The patient needed additional days in the hospital to recover from this added procedure. The patient was reported as fine."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed, as a lot number was not reported. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "when the clinician went to reposition the catheter, the catheter unraveled and is stuck in the patient's back. There is approximately 10cm stuck in her back and the rest is left hanging out. Neurosurgical intervention was needed for removal of the catheter. The patient needed additional days in the hospital to recover from this added procedure. The patient was reported as fine."